Event description:
A customer contacted beckman coulter, inc. (Bec) to report a wash concentrate leak from tubing #143 of synchron lxi 725 clinical system. No erroneous patient result was generated. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated a small pin hole was observed in the tubing. The customer also reported the wash concentrate bottle was completely empty. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced tubing (#142) under valve v12 as the tubing was split. The fse loaded a new wash concentrate and primed the system. Electrolytes were calibrated and qc was performed. The fse verified repair per established procedures. Bec internal identifier for this complaint is (B)(4).